Event description:
It was reported that during a stenting procedure, the patient died. The area of treatment was the vena cava. The patient was reported to be extremely ill with multiple arrythmias. The physician advanced the synergy balloon through the arm into the vena cava and successfully predilated the lesion. The physician then deployed another manufacturer's stent. The physician then post-dilated the lesion with the synergy balloon (unknown if this was the same balloon or a second one), the patient became bradycardic, coded, and was unable to be resuscitated. In the opinion of the physician there was no malfunction of the synergy balloon; the cause of death was related to the arrythmia. Multiple requests have been made for additional information; however, none has been provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the potential batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.